Event description:
Rptr called saying she had received the er1 message "twice before" but could not remember what caused results. Rptr retested with a result of "around" 200 mg/dl. Rptr has good technique. Rptr stated she does not use the control solution. Rptr denies the er1 was caused by a high blood glucose value.